Event description:
Note: the event date is unknown. It was reported to boston scientific corporation that a jagwire guidewire was used during ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complaint, during the procedure they were experiencing difficultly while trying to insert the guidewire into the cannula. When the guidewire was removed, the doctor noted that the tip had separated from the body of the guidewire. There was no damage noted to the core wire. The procedure was completed with another of the same device with no patient complications. The patient's condition has been described as "good."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the ptfe was peeled 51 cm from the distal end, revealing the corewire. There was no damage or peeling at the distal tip. The device appeared to have been in contact with a sharp or metal object. Based on the analysis performed it is likely that unstated procedural and possibly clinical factors may have contributed to ptfe jacket peeling. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. In addition, no other complaints have been reported for lot number 14079242.

Event description:
Note: the event date is unknown. It was reported to boston scientific corporation that a jagwire guidewire was used during ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complaint, during the procedure they were experiencing difficultly while trying to insert the guidewire into the cannula. When the guidewire was removed, the doctor noted that the tip had separated from the body of the guidewire. There was no damage noted to the core wire. The procedure was completed with another of the same device with no patient complications. The patient's condition has been described as "good."